Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable having frayed at the yaw pulley. The frayed strands stuck out at the wrist. Other cables were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument wire was noted sticking out of its wrist. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.